Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the reported date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Upon additional follow up, the doctor stated this patient has previous history of dry eye and the event is not related to treatment. In his opinion the event was not technology related.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with dry eye post custom optimized wave front lasik treatment. The reported information was obtained as part of a slide presentation presented at a refractive user presentation at the 2017 (B)(6) and no additional information is expected.